Manufacturer narrative:
In the previously submitted report the reporter's name and the reporter country information were missing, in this report the information's have been updated and corrected. Appropriate code updated/corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient stated that the machine is spitting out clear particles so the patient cannot use this machine. Also, the patient complaint of nasal/throat irritation or soreness. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A device was returned to the manufacturer for evaluation to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the manufacturer visually inspected the device and error code was found in the ventilator's downloaded error log. The device passed all functional testing. The pca in the device was damage and replaced. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.